Event description:
Customer alleged that they test cidex solution only once a day. The asp customer care center representative clarified instructions for use with the customer. No further follow-up could be made because the customer contact information was not provided.